Event description:
Hospital reports that the lidstock on the tray containing the sterile convenience kit has come undone, thereby making the contents non-sterile. The kit was not used in a procedure. A sample will be returned for evaluation.

Manufacturer narrative:
The kit was returned in its original shipper carton. The kit had an opened corner seal. The carton appeared to have suffered extreme shipping damage (i.e. Crush marks on all sides and packing tape attempting to hold the carton together). It appears that something heavy was dropped on top of the carton crushing it and forcing the trays within down on top of one another, opening the trays. Root cause would appear to be shipping damage most likely occurring after leaving the boston scientific facility. All packaged kits are visually inspected for lidstock seal integrity during the production process.